Manufacturer narrative:
As reported in a research article, a device embolized and was replaced with a larger device. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying both a muscular ventricular septal defect(mvsd) occluder and a perimembranous ventricular septal defect (pmvsd) occluder that may be related to significant early post-procedural complications. Details are listed in the attached article, titled "transcatheter closure of perimembranous ventricular septal defects early and long-term results". Between january 1999 and june 2006, data was collected on 104 patients who underwent transcatheter closure of a perimembranous ventricular septal defect(pmvsd) under general anesthesia with orotracheal intubation and 100 iu/kg of heparin and antibiotics given intravenously. The patient's general characteristics are reported 58 females, 46 males with a median age of 14 yrs and a median weight of 26.5kg. In one patient, the device embolized into the right pulmonary artery and a goose-neck snare and mullins long sheath were used to recapture the device. A larger device was then chosen and successfully implanted.